Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The product was not returned. During the time of the placement signal not reliable alarms , there was a slight spike in motor current, spike in placement signal, decrease in flow and slight increase in purge pressure. The 5s parameters were within specification. The root cause of the optical signal issue is most likely due to biomaterial interaction on the sensor face. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a 5.5 pump support ongoing for a younger (27y0) patient admitted in with cardiomyopathy, pulmonary edema, and hypoxia. The pump and ECMO were placed to support but after 2 days the pump lost placement signal. The optical signal loss did not cause any harm or injury nor pump replacement.